Event description:
The pt was implanted with an obtape transobturator sling. Subsequently, according to the pt's attorney, the pt experienced recurrence, erosion and infection. Pt had revision surgery (B)(6) 2007. No other info is available.